Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed the sync test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical for evaluation. Instead, a zoll field representative observed the customer's report onsite. The customer's report was observed during sync testing. The device was removed from service. Analysis of reports of this type has not identified an increase in trend.